Manufacturer narrative:
The device history record for the reported lot number, 0300050206, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
(B)(4). UDI # unknown the actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Therefore, we are unable to determine the cause for the reported event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 250 ml, flow rate: 5 ml/hour, cathplace: intravenous, chest wall port, infusion started: (B)(6) 2016 at 3pm, infusion stopped: (B)(6) 2016 at 4pm. A report was received stating the device was faulty. The patient received the total dose of 5-fluorouracil over 25-hours as opposed to 46-hours as intended. The patient was hooked up to chemotherapy, 5-fluorouracil, on (B)(6) 2016. The infusion was meant to last 46-hours; however, patient placed a call to the nurse on (B)(6) 2016 at approximately 4 pm, 25-hours post hook-up, stating that the 'ball was empty'. The nurse went to patient's home that evening to disconnect the device. The device was secured in the carry case around the patient's waist. No warming or cooling therapy was applied to patient. The pump was not under any warming or cooling devices. The infusion was not interrupted during the course of the infusion for any reason. There was no serious injury or medical intervention needed. No additional information was provided.